Event description:
New information received notes non-sustained rv oversensing due to post paced t- wave oversensing was observed again on the device in (B)(6) 2019 . Programming changes were made. The patient was advised to plug in their home monitor so they can be monitored routinely. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non sustained rv oversensing determined to be post paced t wave oversensing were observed on the implantable cardioverter defibrillator. Programming changes were made. The patient was to be brought into clinic for follow up at a later date. The patient was stable.